Event description:
The patient was implanted with a left ventricular assist device. A device tracking form was received which stated: "death - device malfunction/cva". Additional information was received which indicated that the patient began having power elevations just before he was discharged home on (B)(6) 2012. The power module was exchanged, because it was giving a yellow wrench alarm with higher powers. The power elevations seemed to be resolved, but then it appeared as if the pump was not unloading. When the patient was first readmitted on (B)(6), he was hypotensive and had shortness of breath. He was also experiencing low flow alarms. Upon admit, it appeared that his powers were rather low compared to his speed. A transesophageal echocardiography (tee) and a right heart catheter (rhc) were completed. The tee showed low velocities through the inflow and the rhc showed no unloading even with increased speed. The x-rays and tee showed good inflow placement. A decision was made to exchange the pump, but the hospital wanted him to get medically stable before the exchange. He was started on medications. He then showed signs of a stroke and had right sided weakness. A CT scan showed an ischemic injury. The patient's family decided to withdraw support. Two system controllers were also returned (serial number: (B)(4)).

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.